Manufacturer narrative:
This product was received and tested by technical services and they confirmed that when the avl smart cable was moved around, there were green lines / interference showing on the monitor. The fault was determined to be an electrical connection failure. No repair was available and the returned device was scrapped.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, there was a jumpy image showing on the monitor. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.